Event description:
It was reported that the surgeon inserted a micl 12.1 implantable collamer lens and the lens flipped upside down during insertion. The lens was torn as the surgeon was removing it from the eye. Another icl was successfully implanted. No patient incident.

Manufacturer narrative:
Results: a works order search was conducted on the serial number, and there were no similar complaints found within the work order.